Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet serious injury reporting criteria. This event therefore is not MDR reportable.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. After the patient awoke from general anesthesia, the patient experienced pain of nine or ten and became bradycardic, dropping from a heart rate of 71 to between 50 and 55. The patient's baseline heart rate was unknown. The patient was admitted to the hospital. The patient was treated for pain and the pain subsided, however the patient was still somewhat bradycardic.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.